Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, dyspareunia, and neuromuscular problems.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and the pelvicol acellular collagen matrix was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/4/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, dyspareunia, and neuromuscular problems.